Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cancer. .(B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction with a 425 cc mentor memorygel breast implant had a left sided breast cancer diagnosis. As a result, bilateral prosthesis replacement with 500cc mentor memorygel breast implants was performed on (B)(6) 2020. It is unclear whether the diagnosis of breast cancer occurred prior to the mentor device being implanted, however, mentor is taking the conservative approach in reporting this event.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on october 19, 2020. The investigation of the returned device was completed by the failure analysis lab on november 10, 2020. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).